Manufacturer narrative:
At this time, no additional information is available. An unsuccessful attempt was made to contact the implanting physician which may delay the retrieval of any implanting images. Our investigation into this matter is ongoing.

Event description:
The end-user reported a patient that is 5 years out from a pfo closure using the nmt cardioseal that has thrombus on the left side of the device with stroke complications. The patient has suffered 3 strokes since the implant with the last being in (B)(6). The patient has been on thrombolytic medication including coumadin, aspirin and plavix for several years since the implant procedure and having suffered continued stroke incidents. The end-user indicated that the device looks mal-positioned and pulled away from the septal wall with thrombus formation on the left side of the device. He spoke with a dallas physician that has extensive experienced with the nmt product and his recommendation was to surgically remove the device which was also his thought before speaking to him. The end-user tried to locate the implanting physician without success. The patient had the cardioseal device explanted on (B)(6) 2010 at (B)(6) hospital. The explanting physician agreed to save what he could of the device and provide the operative report to nmt for study and reporting purposes. The explanting physician indicated that the explant went fine and the patient is doing well. His observation was that the device was mal-positioned and flowered up off of the right and left side of the atrial septum. He said the device was not apposed at all to the septal wall. The left side of the device was also covered with what looked like old thrombus. The material was sent to pathology for study. The device will eventually be made available to nmt for study.